Manufacturer narrative:
The returned ICD first underwent a status interrogation. The interrogation with a clinical programmer showed the device status eos and 169 registered charge processes. Subsequently, the connection system of the ICD was mechanically examined. The screws of the shock and pace outputs were checked. It was detected that the inner hex screw of the hv2 threaded pin was completely blunted, which indicates the impact of a strong external force. The ICD's memory content was checked. The check of the available iegms showed interference signals in the ventricular and in the far-field channel, which - matching the clinical observation - led to several shock deliveries. The signal sensing of the device was then tested and proved to be free of noise. The device sensed supplied signals free of interference. In addition, the device data showed that the ICD activated the battery status eos on (B)(6) 2015 at 6:19 a.m. The charge drawn from the battery was checked, which turned out to be normal and as expected. In a next step, the eos state was removed with a technical programmer, and the ICD¿s capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time proved to be unremarkable. The analysis did not provide any indication of a device malfunction.

Event description:
Ous MDR - after an implantation time of about 81 months, it was reported that the patient came to the emergency room with inappropriate shock deliveries. The ICD showed eos when checked. It was also reported that the last follow-up on (B)(6) 2015 had been unremarkable. The ICD was explanted and returned to biotronik for analysis. The lead was capped and remains inside the patient.